Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test. No unexpected power error alarm was noted. The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when the backup battery unloaded voltage was less than 3.75 v for consecutive 240 minutes. Analysis of mictotimer in detail trace confirmed that the root cause of the issue is the non-sleep anomaly software error. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Event description:
It was reported that the customer had a power error on the insulin pump. Customer's blood glucose was 3.5 mmol/l. Insulin pump will be replaced.